Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm, no unexpected numbers ramping, scrolling or unexpected weak battery alarm noted. The insulin pump has minor scratched display window, cracked battery tube threads and broken reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. The insulin pump's keypad was unresponsive. His blood glucose level was 137 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).